Event description:
A customer reported to beckman coulter inc. (Bci) that an erroneous creatinine result was generated by au481-03e chemistry analyzer (au480 with ise) using the enzymatic creatinine reagent. The sample exhibited an abnormal reaction profile without flagging. The sample was rerun and gave an expected result with a normal reaction profile. The result was not reported out of the laboratory. There was no effect to the patient treatment.

Manufacturer narrative:
In (B)(4) 2012, a field service engineer (fse) from (B)(4) evaluated the instrument at the facility. The fse completed the investigation and confirmed operation of all the sub-systems of the analyzer to be in correct working order and within the manufacturer's published performance specification. Further visit by a beckman coulter technical expert indicates the laboratory utilizes heparinised as well as clotted samples on the au480 instrument. All patient samples are centrifuged at 3,500 rpm (rotations per minute) for 15 minutes prior to analysis. The samples appeared clear. Primary sample tubes were decapped manually and processed directly on the analyzer. No sample programming was performed on the analyzer. Through experimental verification internal studies and review of relevant literature, beckman coulter determines pre-analytical issue and poor patient sample quality to be the root cause. Per the au480 user guide section 2.1.12, sample handling: use serum or plasma that is free of blood clots. If serum or urine that is not free of clots or suspended matter is used, the probe may clog and adversely affects the analysis results. Serum and plasma specimens should be adequately centrifuged and then separated from blood cells as soon as possible, to reduce the risk of adulteration. Prior to analysis, specimens should be free from suspended matter, such as fibrin. While the system has a sophisticated clot detection mechanism, this mechanism should not solely be relied upon, carefully inspect the samples.

Manufacturer narrative:
This customer has been thoroughly checking every creatinine result, and has repeated any sample which gave a reaction profile considered to be abnormal. The investigation at the analyzer manufacturing site, bckk in (B)(4), is currently on-going. Bckk had recommended several hardware checks to be done at the customer site. These checks have now been completed on the au480 analyzer at the customer site but abnormal reaction profiles and incorrect creatinine results persist. Note: creatinine enzymatic reagent, catalogue number osr61204, is not sold in the USA. The related events are reported in mdrs listed below: 2050012-2011-04388, 2050012-2011-06418, 2050012-2011-06422, 2050012-2011-06423, 2050012-2011-06421, 2050012-2011-06420, 2050012-2011-06419, 2050012-2011-07280.